Manufacturer narrative:
(B)(4). The lead was to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead displayed loss of capture (loc). A chest x-ray was performed where it was determined that the lead was dislodged. The lead was successfully explanted and a new lv lead was implanted. No adverse patient effects were reported.